Manufacturer narrative:
The customer reported an unexpected high inratio inr result during testing; however, a comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385940a meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported an unexpected high inratio result as follows: on (B)(6): inratio=4.8. The reported therapeutic range: 2.5-3.5. It was reported that the first drop of blood was being wiped and the finger was being pricked multiple times. No other testing performed on the same day. Previous results provided as historical value; not questioning: on (B)(6): inratio=1.9.